Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent embedded in vessel wall. Device issue: dislodged stent. It was reported that a 3.5 x 23 mm promus was placed in the mid right coronary artery (rca) and a 3.5 stent from another co was placed in the proximal. There was an attempt to advance the 2.5 x 18 mm promus stent delivery system (sds) in the posterior descending artery (pda), but it would not cross. When attempting to pull the 2.5 x 18 mm promus sds back, the stent came off the balloon. There was a bend in the vessel and a chunk of calcium and the stent caught on the calcium which lifted the stent and then the stent came off of the balloon when trying to pull it back through the previously placed stents. The stent was stuck near the previously placed stents, and it was attempted to snare the stent, but it was unsuccessful. The stent was then compressed against the vessel wall and another 3.5 x 18 mm promus was placed over the compressed stent. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. Per the IFU "although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents."